Manufacturer narrative:
(B)(4). The patient¿s medications include; rosuvastatin, lisinopril, aspirin, and metoprolol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses featuring c3® delivery system. According to the report, the trunk-ipsilateral leg component was intentionally positioned and deployed greater than 2 cm distal to the renal arteries in order to preserve patency to a lower left accessory renal artery. On (B)(6) 2016, follow up computed tomography (CT) images showed an aneurysm measurement of 73 mm. It is reportedly unknown if aneurysm enlargement has occurred. On (B)(6) 2017, follow up CT images showed the aneurysmal sac measured 79 mm. According to the report, the physician suspected a proximal type I endoleak may be contributing to the aneurysm enlargement (6 mm of growth). On (B)(6) 2018, an intervention was performed whereby two aortic extender components were implanted for proximal extension to the renal arteries. Final angiography showed resolution of the endoleak and the patient was reported to have tolerated the procedure.